Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was an air bubble in the luer lock. There was no reported impact to the customer's blood glucose (bg) level. Customer disconnected supplies and was able to prime air out of tubing to address reported event. During troubleshooting with tandem technical support, customer was advised to first disconnect infusion site and then disconnect luer lock in order to avoid introducing more air into the tubing. Customer acknowledged.